Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left main artery with moderate calcification and no tortuosity. The 2.75x48mm xience skypoint stent delivery system (sds) was advanced without resistance, however, a balloon rupture occurred. The sds was not prepared per instruction for use (IFU). The balloon was inflated but immediate rupture occurred as there was no balloon inflation at all. However, upon removal the sds was stuck somehow but pulled out of the left main into the catheter. The stent was noted to be severely damaged but still on the balloon. Another non-abbott stent was used to complete the procedure. There was no adverse patient sequaelae and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the left main artery with moderate calcification and no tortuosity. The 2.75x48mm xience skypoint stent delivery system (sds) was advanced without resistance, however, a balloon rupture occurred. The stent was retrieved but it was not specified how it was retrieved. Another non-abbott stent was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the sds was not prepared per instruction for use (IFU). The balloon was inflated but immediate rupture occurred as there was no balloon inflation at all. However, upon removal the sds was stuck somehow but pulled out of the left main into the catheter. The stent was noted to be severely damaged but still on the balloon. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
D9, h3 - device returning updated from yes to no. The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported the xience skypoint stent delivery system (sds) was not prepared per instructions for use (IFU). It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use lists delivery system preparation section 13.3.3 to be performed prior to the delivery procedure section 13.4. In this case, it is unknown if the instructions for use (IFU) deviation related to incorrect stent preparation caused/contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported material rupture. The reported difficulty to remove and material deformation of the stent appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.